Manufacturer narrative:
Litter support brackets.

Event description:
It was reported by service report that there were two cracked litter support brackets. It is unk if there was pt involvement or adverse consequences occurred.